Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigaton could not determine the cause of the positive culture. The reprocessing steps provided by the customer were reviewed and there was no information to suggest that the customer was not following the instructions for use (IFU). This issue is addressed in the instructions for use (IFU): IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on updates to follow ups (communication with the customer) and device return evaluation. Communication with the customer informed that the device third party evaluation for microorganism evaluation was declined. According to the customer, no third party evaluation needed. Customer stated " due to the positive culture only being skin cells and no patient was involved, I would like the scope to be evaluated to make sure there is no blockage and returned asap". Additional information provided by the customer at the time of the response were the following (reprocessing process): the model of the aer is medivators advantage 13115948. The detergent solution and disinfectant used, rapicide a/b, alcohol, intercept detergent. All channels wad connected with tubes when the endoscope was connected to the aer. The device passed the leak test and detergent solution used rapicide a/b. Instrument/suction/balloon channel, air/water/suction/biopsy valve- all were brushed as well as forceps elevator brushed/flushed. Unsure of the date on last reprocessing in-service conducted by an olympus endoscopy support specialist. No change in the facilities reprocessing personnel since the last on-site visit by an olympus ess. Endoscope is being stored in endoscope drying cabinet, hanging. Additional updates from the ess: ess noted that it was tried several times to contact and schedule a in-service the customer will not return emails or voicemails. Multiple follow ups made however, no response is received. The subject device was returned , received and evaluated at olympus service business center: a visual inspection of the received condition was performed and was unable to observe any signs of foreign material/objects, kinks/dents inside the biopsy channel, suction channel, suction cylinder, biopsy port and suction connecting tube when using the boroscope. However, stains inside the biopsy channel approximately 50cm of the insertion tube side was observed. In addition, there were no signs of foreign substance/materials/stain found with the insertion tube, bending section cover, bending section cover glue, elevator forceps raiser, light guide lens/glue, and objective lens/glue. Evaluation of the device in addition, noted that the distal cover was missing/removed when the scope was received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
In communication with the technical assistance center (tac) support engineer, tac noted "customer went to clean it and a black rubber piece came out". Tac noted "no further trouble shooting customer is going to send scope in for repair" in a follow up communication with the customer, it was conveyed that the scope could not complete a wash cycle noted that the scope has been cleaned previously and did fail the culture in december for staphylococcus haemolyticus >100 cfu (stated it was skin cells). The subject device has not yet been received for evaluation. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide reprocessing training. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of 'cleaning brush gets caught". According to the report, the device failed during cleaning. Error on scope washer machine was noted. Customer stated something inside could not get it out. Brush would not pass through. Customer stated the device was not used in a procedure. Customer stated it failed quarterly culture test in which the test revealed skin cells, however, stated nothing was growing inside the scope. There is no patient infection associated on this reported event. No harm was reported. No patient harm, no user injury reported due to the event.